Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile, saline breast implant experienced bilateral device migration, and bilateral breast pain post procedure. The issue was diagnosed through office examination. As a result, patient underwent bilateral removal and replacements with unknown implants on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Device evaluation completed on april 04 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small, or when there has been an inadequate preoperative assessment of stresses causing movement of the prosthesis as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).